Event description:
Microclave on red lumen of peripherally inserted central catheter line was found to be pushed in when obtaining a lab. The lumen had an octopus connected to it which constantly ran hep d10.